Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9060372 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It has been reported that the bd¿ syr 10ml pump compatible saline 10ml fil has been found experiencing stopper jam during use. The following has been provided by the initial reporter: again on (B)(6) 2019 another syringe with same lot number 9260372 would not infuse past 4ml it kept getting locked. Able to pull back and try to re-infuse but still stopped at 4 ml. Unable to even infuse into the red bucket. Complaint 2 of 4.